Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the malfunction. Blood glucose levels did not exceed 500 mg/dl. Technical support decided to replace the pump, and the customer was advised to use multiple daily injections as a backup therapy. They were informed about receiving a pump with updated software and were given instructions on how to manage the pump return process.